Manufacturer narrative:
The reported condition of leaking was confirmed between the tubing and winged female luer lock adapter. During visual inspection insufficient solvent was observed around the tubing and winged female luer lock. The root cause was not determined. Should additional information become available, a follow up medwatch will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. Corrected information: the root cause was determined to be solvent bond failure.

Event description:
Customer reports leaking during connection to a patient. The set was leaking from the extension set itself. All connections appeared to be secure. The leak was noticed immediately after use began. The customer was initiating IV access and flushing the line with a saline flush. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. Lot number is not known; therefore a batch review cannot be performed. (B)(4)